Event description:
It was reported during a follow up in (B)(6) 2020 the battery showed 50% and after two months time the battery was at 11% via remote monitoring. A review by engineering note that the device was malfunctioning and should be explanted and returned. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported during a follow up in april 2020 the battery showed 50% and after two months time the battery was at 11% via remote monitoring. A review by engineering note that the device was malfunctioning and should be explanted and returned. The device was subsequently explanted and returned. Prior to explant it was noted that the battery was at 6% remaining. No additional adverse patient effects were reported.

Event description:
It was reported during a follow up in (B)(6) 2020 the battery showed 50% and after two months time the battery was at 11% via remote monitoring. A review by engineering note that the device was malfunctioning and should be explanted and returned. The device was subsequently explanted and will be returned. Prior to explant it was noted that the battery was at 6% remaining. No additional adverse patient effects were reported.